Event description:
Nurse(s) experienced slight skin irritation while wearing face masks. A primary skin irritation test was performed on this mask. The results are submitted for review. No irritation was reported by test subjects.